Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Customer returned incorrect strips: lot #zc5642s. Expected product not received. Scrapped incorrect product. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for physical defect of test strips. Customer stated that the true metrix test strips were too wide and did not fit into the true metrix meter. Customer stated that the strips are about ½ centimeter too wide and will not go into the meter test port. Customer stated that she does has another vial (zc5618s) that fits fine into the meter. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported.